Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of thrombosis and death, as listed in the vision instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 2 months post 3.0x18mm vision stent implantation in the posterior lateral ventricular branch and 3.5x23mm vision stent implantation in the proximal right coronary artery, the patient was hospitalized for hip surgery due to severe osteoarthritis. While in the recovery room, the patient experienced unstable angina and cardiopulmonary arrest. Advanced cardiac life support was performed, but was unsuccessful and the patient died. The death was deemed due to late stent thrombosis. Although requested, there was no additional information provided.